Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used to perform ablation around the left side pulmonary veins. A roof line ablation was then completed and the patient became hypotensive. An intracardiac echocardiogram revealed a pericardial effusion with cardiac tamponade, for which a pericardiocentesis was performed. Protamine, fresh frozen plasma, and blood products were administered; however, the patient remained unstable and was transferred to surgery for repair of a cardiac perforation between the left atrial appendage and the left superior pulmonary vein. The patient was then stabilized with no further issues. There were no performance issues with the ablation catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.